Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 9/26/2024, it was reported by a sales representative via phone that an ar-4551 sutureloc, meniscal root repair kit had an issue. During a meniscal root repair procedure on (B)(6) 2024, the implant was implanted, then both shuttling sutures broke inside the patient upon shuttling. The sutures were removed, the implant was then explanted in one piece, and nothing broke off inside the patient. The complaint device was discarded, no pictures were taken, and there was no harm to the patient. Another ar-4551 sutureloc, meniscal root repair kit with the same lot number was used to successfully complete the procedure. There was no case delay and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.